Event description:
The manager, (B)(6), stated there is a stability lock issue on this power chair. The wheels will not drop down when patient is in the chair.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.